Event description:
Patient transported to CT scan with an alaris pump infusing zantac IV. Approximately 45 minutes later, the patient returned to the floor. The patient's pump was no longer on, and the transporter stated that it was no longer working and to call CT with questions. When the pump was turned on, it began to alarm "installation malfunction." Attempted to turn it off and then on again, but still it was alarming installation malfunction. Un-plugged the unit from outlet, and secured another alaris pump to continue the infusion.